Manufacturer narrative:
Initial and final MDR 1977012- device 2 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. On 31-august-2024, it was reported by the patient that ten infusion set tube was detached from connector. Infusion set was shortest 4-5 hours and the longest 24-30 hours in use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.